Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient did not feel stim while therapy was on. Patient stated she did not think it was working. She was not getting relief from the device. Patient stated after the implant¿ the girl started it up at the office but she took the batteries out so they put the batteries back in¿. Patient stated she was not feeling stim right now and she had not had relief at all since implant. She hurts at implant site and it still hurts. She switched side in bed last night and it was really stung but it was not bad. Patient indicated she was taking tylenol and the healthcare provider gave her ¿antibiotics¿ in case she get an infection. Patient confirmed she did not have an infection. It was indicated that stim was on and she was on program 3 at .4v. She increased stim to .5v and reported feeling stim. Patient was going to try this setting. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that patient did not feel stimulation while the therapy was on and they did not think it was working. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; although patient was able to feel stim after stim adjustment but the root cause of device not working remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they went to the doctor the week before the report and told them it didn¿t seem to be working, they didn¿t feel any different, in fact felt worse that when they first went to their doctor. The patient stated at night time they would sleep to about 4 o¿clock and then it was like their bladder had quickly opened up and they cannot hold it, the minute they put their feet down they can¿t hold it. The patient stated that to their knowledge the doctor didn¿t change the settings while they were there but 3 weeks before the report a nurse changed them and told the patient not to touch it at all. The patient stated that when they first met with their doctor, the doctor said they had success with this system and that is was better than botox and they measured something with their back and had someone there telling them what to do and they stuck a needle in the m which the patient thought was for pain but didn¿t know. The patient reported they had back trouble before and all the back trouble was back again and their back aches all the time. The patient stated the back trouble started to return following the implant. The patient¿s back was sore from ¿needles or whatever¿. The patient also had a pre-existing knee problem and that is was hard to walk. The patient stated the difficulty walking was due to both the knee problem as well as the implant because it hurt their back. The patient¿s doctor told them to call medtronic for assistance. The patient stated they could not feel stimulation, the programmer showed stimulation was on and they increased stimulation from 0.9 to 1.2 and could feel stimulation. The patient was redirected to their healthcare provider if the issue did not resolve. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's last visit to the hcp office was (B)(6) 2017 and their next visit was scheduled for (B)(6) 2017. This event was not reported to the hcp so the cause was unknown, as was the resolution.